Event description:
It was reported that the ventilator didn't cycle and had a failure. No more information was available. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The information provided regarding the reported failure is not specific enough to point to any particular fault. The customer declined any service for the reported issue and therefore no further information has been provided such as log files or service report. Despite several reminders the only information received regarding this complaint is the information stated in the complaint form, which is not enough to determine the cause of the reported failure. Given this, we have not been able to confirm the problem nor can we identify any cause.

Event description:
Manufacturer ref#: (B)(4).